Event description:
It was reported the customer had battery malfunctions with their insulin pump. Customer reported receiving a weak battery alert and then the insulin pump powered off after. The customer was able to power on their insulin pump by pressing buttons. Customer's blood glucose was 115 mg/dl at the time of incident. Customer also reported a off no power alert occurring. Customer did not receive a low battery alert prior to the off no power alert. The customer stated they did not drop or bump their insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.